Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set-up joint (suj) due to the 32056 non-recoverable error on arm 2. A 250 volt/16a power cord was also found defective and replaced. The affected part is a field scrap item and will not be returned to isi for further investigation. System was tested and verified ready for use. Isi has not received the suj unit associated with this event to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A return material authorization (RMA) was issued to evaluate the isi device. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure, user informed the technical support engineer (tse) that a power outage occurred in the operating room and a non-recoverable error 32056 appeared on arm 2. The user restarted the system before calling but the error remained. The tse reviewed the logs and found that error 32056 pointed to the axes controller setup (acu) in the proximal set-up joint (suj). The tse guided the user to exercise arm 2 in all directions and then restart the system using the emergency power off (epo) and breaker, but the issue persisted. The user disabled arm 2 and continued with the procedure using the remaining arms without further issues. No known impact or patient consequence was reported. A procedure delay was reported.